Manufacturer narrative:
The manufacturing records were reviewed and no complaint related issues were found. The investigation could not be completed, no conclusion could be drawn, as no product was returned.

Event description:
Patient status post plate implantation returned to surgeon complaining of throat pain. An x-ray revealed a screw backing out of the plate. Surgeon removed the hardware and revised to plate and screws.